Manufacturer narrative:
Initial reporter facility name: (B)(6) hospitals. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak syringe experienced scale marking issues. The following information was provided by the initial reporter: defect to the printed label/graduation on the syringe.

Manufacturer narrative:
Investigation summary: photo received for investigation, upon visual inspection of the picture provided it can be confirmed the defect in the scale, it is printed rotated. Possible root cause, this defect has been produced because the ink was not correctly transferred to the barrel due to a failure in the patters that transfer the scale and in the flaming system that prepare material for ink penetration previously to ink transference. When ink transference is produced out of step, the result can be a rotated scale printing as found in the device from complaint. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported that the bd plastipak syringe experienced scale marking issues. The following information was provided by the initial reporter: defect to the printed label/graduation on the syringe.